Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that air/water flow was slow due to foreign material clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the ce labeling needed to be replaced. It was also observed that the insulation on the insertion tube did not meet the standard. It was observed that the glue on the distal end plastic cover was high. It was also observed that there were very tiny chips at the end of the objective end, however, this did not affect the image. It was observed that the light guide lens had tiny chips at the edge and also had old glue. It was also observed that the glue of the bending section cover had long glue. It was observed that the insertion tube had very deep scratches near the olympus logo and snakiness. It was also observed that the control body, scope connector as well as the plug unit had minor dents and scratches. Lastly, it was observed that the light guide tube had surface scratches. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an asset evis exera iii colonovideoscope to olympus service center stating the device had an aspiration problem, further explaining that they could not get the co2 to work. The reported issue was discovered during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.